Event description:
Per the clinic, the patient experienced skin flap breakdown at the implant site. Subsequently, the patient underwent a procedure on (B)(6) 2014 and a second procedure (date not reported) to repair site. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.